Manufacturer narrative:
.

Event description:
Provider states: we had a patient that the compressor blew but it did not alarm at all. The patient ended up in the hospital because the pressure was only 60.